Event description:
It was reported that the procedure was to treat a de novo lesion with 90% stenosis, moderate tortuosity, and heavy calcification in the distal right coronary artery. A 2.25x23 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and was unable to cross due to resistance with the heavy calcification in the lesion. Extra force was applied and the proximal shaft separated outside the guide catheter and the sds was removed from the patient without issue. Additional pre-dilatation was performed and a non-abbott stent system was used to complete the procedure. There was no reported adverse effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.